Manufacturer narrative:
During the evaluation of the device at the MFR's service center, a "ventilator inoperative" and "service required" codes were found in the ventilator's downloaded error log. The device's system board, blower motor, and sensor board were replaced to address the issue.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.